Event description:
A revision surgery occurred. The pt had poor bone quality and was immobile (bedridden) with poor posture during inpatient rehabilitation. The polyaxial screws pulled out of the bone approximately one month post-operative. All hardware was removed and the pt was revised with larger diameter polyaxial screws at the same levels (c3-7) and additional levels extending to the t2 level. During the revision surgery, the pt was also implanted with a two-level anterior cervical plate and allograft. The initial reporter indicated that pt factors likely caused the loosening.

Manufacturer narrative:
Method: no devices were returned for eval. Results: info provided by the initial reporter indicating poor bone quality, pt immobility and posture after surgery were the likely causes of the loosening of the polyaxial screws. The root cause of this event appears to be pt related. Conclusions: based on the info provided by the initial reporter, the loosening was caused by pt factors. No functional or mechanical problems relating to the device were observed during removal, rather a breakdown of the bone interface was observed.